Event description:
The patient¿s personal therapy manager (ptm) was not communicating with or without the antenna. There were experiencing intermittent pain relief due to this issue. The patient was flipping their pump, and it was thought that the pump was currently flipped. The pump had been previously revised once and was secured down (please see manufacturer¿s report #3004209178-2014-12973), but the patient was still flipping it despite being warned not to. The patient noted flipping the pump in order to communicate with their ptm. When the abdominal pocket was accessed, the catheter was found to be coiled up like a telephone cord, and a catheter kink was reported. This coiling was tracked along the entire pump proximal catheter to the base of the anchor. Both the pump and catheter were revised. A new pocket was created in the patient¿s left buttock, and the catheter spinal segment was trimmed just below the bi-wing anchor. A new proximal segment was attached and was tunneled to the new pocket. The patient required hospitalization. The product issue was resolved. The pump contained bupivacaine and dilaudid. The patient¿s status at the time of the report was alive with no injury. They were discharged on (B)(6) 2014 and reportedly doing great.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).